Event description:
Lower jaw of grasper reported to have broken during use in surgery. Surgeon left piece in body and does not intend to remove it at this time. Surgeon reported that no patient injury resulted from this event.